Event description:
A report was received that the patient was experiencing a painful stimulation in the stomach and legs even when the stimulation was turned off. The patient was given pain medication in the emergency room (ER). The physician believed that the pain in the stomach was not related to the stimulator and the device was working properly. It was also reported that the patient was admitted to the hospital with some weakness in the legs. A computerized tomography (CT) scan was taken and showed that the lead was pressing into the spinal cord. The patient underwent an explant procedure and laminectomy wherein it was determined during the procedure that the patient had a very thick ligament and very tight space. It was also reported that there was no csf leak or blood clot seen and the patient¿s status was almost completely back to normal.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.